Event description:
It was reported that the system would not make an exposure. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.